Event description:
Technician alleged that the brake system was not holding. No pt impact.

Manufacturer narrative:
The technician found all brake casters were broken. The technician replaced the brake casters and brake/steer caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.